Event description:
It was reported that hemoptysis, pulmonary hemorrhage, supraventricular tachycardia and atrial fibrillation occurred. A v-18 control wire was used during a non-boston scientific implant procedure. However, during the procedure, the patient experienced supraventricular tachycardia and atrial fibrillation. Post-procedure, the patient experienced hemoptysis. To resolve the hemoptysis, the patient was given medication to reverse effects of heparin which had been administered during procedure. The patient was noted to be stable and transferred to an intensive care unit for overnight observation. A computerized tomography (CT) scan was performed and confirmed a left lower lobe pulmonary hemorrhage. The cause of the supraventricular tachycardia and atrial fibrillation is unknown, however, the physician reports that they believe the cause of the hemoptysis was the v-18 control wire.